Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The stent damage and unstable stent were confirmed. The reported difficult to position the stent delivery system (sds) through an introducer sheath was unable to be confirmed due to the stent damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that per the omnilink elite peripheral stent system instructions for use (IFU) state the device is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. The IFU violation does not appear to have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulty to position the sds through the introducer sheath. The stent movement, and twist on the outer member appear to be related to circumstances of the procedure and likely occurred during attempt to load the sds through the sheath. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an enlarged left ventricle that was mildly tortuous and mildly calcified. During advancement of the omnilink stent system into the 6f vascular sheath, resistance was met, so the device was removed and not used. It was noted that the stent was damaged and moved on the balloon. There was no reported adverse patient effect or a clinically significant delay in the procedure. The 6f sheath was exchanged for a 7f sheath and another same size omnilink was used to successfully complete the procedure. No additional information was provided.